Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was concerned her leads may have yanked out of place after having multiple falls. The patient also reported that the battery had shifted out of place. The patient reported that ¿the leads as far as I know are okay.¿ the patient reported that she had x-rays done and everything she can have to check it. The patient reported that the battery had shifted with every fall.the patient had been falling for years, even before she had the ins implanted due to her injuries. The patient also reported that after getting the ins implanted, it was horrible and she was suffering with so much pain. No further complications were reported.